Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the hepatic artery. A 0.021in x 130cm direxion was selected for use. During procedure, it was noted that the catheter broke leading to the coil not able to pass through the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shaft and tip were microscopically examined. The device showed 1 break on the shaft at the strain relief. The hub was not returned with the product. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the hepatic artery. A 0.021in x 130cm direxion was selected for use. During procedure, it was noted that the catheter broke leading to the coil not able to pass through the catheter. No patient complications were reported and the patient's status was fine.